Event description:
It was reported that the pt experienced a loss of therapeutic effect and had no stimulation sensation. The pt was at home in good condition. The healthcare provider confirmed that the pt experienced a lack of effect and it was due to the lead. The lead, implantable neurostimulator and pt programmer were replaced. No surgical complications were reported.